Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient had been told that his lead was burned out. The patient was uncertain who informed him that the lead was burned out. The patient has no further information regarding the event. There were no patient symptoms or complications reported.